Event description:
It was reported that the customer received a motor error alarm. The customer also experienced high blood glucose due to problems with her infusion sets. The customer's blood glucose was 149 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and reservoir tube. Unit received with broken battery tube threads. Unit received with minor scratched lcd window.